Event description:
Leads were explanted in 2006, due to infection. Leads were laser extracted. The pt had had two previous pocket revision procedures. Leads involved: polyrox 45 jbp, MDR 06-0132 and polyrox 53/13 bp, MDR 06-0133. Six days later, rep reported that the infection cleared and the pt was implanted with a new system today.